Event description:
Customer reports a cough and post nasal drip. Md seen. Received nasal spray & chest x-ray.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The customer reports an unknown cause for the cough and mentions experiencing postnasal drip along with it. There may be a connection between the cough and the postnasal drip. Additionally, the customer has both a soclean 2 and soclean 3 device but hasn't initiated a return, despite being offered a return authorization.